Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon was inflated; however, the balloon failed to deflate due to pinhole in the balloon. The balloon had also bunched up and was difficult to be withdrawn out from the scope. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.